Event description:
Additional information received identified that infection was confirmed at the ipg site. Patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced pain, swelling and redness at the ipg pocket site. Patient was treated with antibiotics to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient experienced pain, swelling and redness at the ipg pocket site was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.